Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery on multiple occasions. The customer's blood glucose reading was 440 mg/dl at the time of incident and was hospitalized. The customer indicated that their blood glucose level came down at the hospital.